Event description:
The customer reported that the ECG trace was randomly illegible. It is unknown if the device was in use at time of event, and there was no adverse event reported.

Manufacturer narrative:
The manufacturing date for the reported device is prior to 24sept2016 so no UDI required. E1: reporting institution phone: (B)(6). E1: reporter phone# philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.